Event description:
Patient had a change out due to medtronic recall that was performed in 2005. At initial change out, all impedances looked good. Patient was seen in the heart clinic 3 mos later due to an alarm from his ICD,implantable cardiac defibrillator. His svc, superior vena cava, impedance was greater than 200. There were no changes on egms suggesting a lead fracture. Patient was taken to cardiac catheterization lab for investigation of his rv, right ventricular, lead, which was found to be fractured. It was removed and a new one was placed. Patient tolerated the procedure, was observed in telemetry overnight, and returned home in satisfactory condition. Patient had chronic defibrillation threshold testing 2 mos later, which showed patient has normal ICD function. Medtronic letter to hospital states that "a kink was noted on the proximal end at explant."